Event description:
The hosp reported that during an endoscopic vein harvesting procedure in 2009, a piece of plastic from the hemopro sterile housing fell into the pt. It was retrieved through the same incision. The hosp believes that the piece fell out of the packaging tray. The same unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product.